Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pump stopped four (4) times. The perfusionist turned the device off and back on to get the pump running. There was no blood loss reported. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in process, but not yet completed.